Event description:
It was reported that the subject lead was abandoned and capped due to suspected fracture.

Event description:
It was reported that the subject lead was abandoned and capped due to suspected fracture.